Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows. D.2.b medical device type: jka. D.2.a common device name: tubes, vials, systems, serum separators, blood collection. E.1. Initial reporter facility name: (B)(6). Investigation summary: bd japan received one used sample and confirmed that the non-patient needle had pierced the rubber sleeve. Additionally, bd received photos for investigation. Evaluation of the five photos indicated that the sleeve was side-pierced and did not retract after use. Additionally, 10 retained samples were used to draw tubes; all sleeves recovered as expected and no leakage occurred. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve function. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, the non-patient needle of one device pierced the rubber sleeve resulting in sample leakage. No adverse impact was reported regarding the patient or user.